Event description:
According to the complainant, the hta procedure was successfully completed under local anesthesia. The patient experienced some cramping and discomfort during the procedure. Later that evening, the patient went to the ER complaining of pain. She was sent home/discharged with some pain medication. Further follow up indicated that the patient had a low pain tolerance. The case went fine with no issues and they were able to complete the case. Post procedure, the patient was suffering from pain and cramping. The patient is recovering with the medication (prescription- unknown). No further patient complications were reported as a result of this event. The patient's condition was reported as "fine", scheduled for a 2-week follow up.

Manufacturer narrative:
The lot number for the hydrothermablator procedure set is not known; therefore, the device manufacture date and expiration date cannot be determined. The complainant indicated that the device has been disposed of and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If there is any further relevant information, a supplemental medwatch will be filed. Conclusion:the complaint was reported as pain following the hta procedure. The product was not returned and the batch was not provided threfore a DHR review was not conducted however, it should be noted that cramping and pain are potential side affects following an hta procedure. Device discarded.